Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the glenosphere would not engage the metaglene. Dropped to a 38 std and seated and engaged immediately. Guide pin was used and there seemed to be no soft tissue impingement. The device associated to the complaint was returned for analysis. The tread m5 x 0.8 of the screw is damaged. The deterioration could have occured during installation the DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined with certainty. The incident could have occurred during use, from an assembly not in the axis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Glenosphere would not engage the metaglene. Dropped to a 38 std and seated and engaged immediately. Guide pin was used and there seemed to be no soft tissue impingement.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.